Event description:
It was reported that there was a leak at the handle.

Manufacturer narrative:
The device was not returned for evaluation. The device history record for lot k24233 was reviewed to ensure that each manufacturing and inspection operation was followed by the appropriate signature and date, indicating the process was performed in accordance with specifications.